Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issue existed with the actual unit that could have contributed to the complaint. As the batch number is unknown, a review of the manufacturing records could not be carried out. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a stenting procedure, a shaft break occurred. The 90% stenotic lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. The physician obtained access through the radial artery. The physician deployed a non-bsc stent and then advanced the 4.0 x 15 mm quantum maverick balloon catheter to the stent to post dilate. During advancement, the shaft became kinked and "the tech straighten it out a little bit". Then the physician continued advancement and the shaft broke. The proximal portion of the device was withdrawn. The distal segment remained in the guide inside the pt. The physician advanced a second guide wire and balloon down to the guide and then inflated that balloon inside the guide and trapped the broken catheter and successfully pulled it all out. There were no pt complications. The procedure was successfully completed with another 4.0 x 15 mm quantum maverick balloon catheter. Pt status is reported as "fine".